Event description:
It was reported that, during npwt, utilizing a renasys go the patient was not sure if was working, because it was displaying "high vacuum"; therefore was instructed to power the device down, plug it into an electrical outlet, power back up, and restart therapy, but when therapy was re-established, the device displayed a warning of intermittent therapy stopped restart. The device was rest a few times. At the moment of quick click connector disengaged and device and dressing tubing tethered off. Warning remained. It is unknown how treatment was resumed. No patient injuries or other complications were reported. No further information is available.

Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed. Device alarms and/or error messages are intended to inform the user when a device is not performing as intended so that immediate action may be taken to resolve the issue and continue treatment. This event is considered not reportable pursuant to 21 cfr part 803.